Manufacturer narrative:
The touchscreen assembly was returned to failure investigation for analysis. Visual inspection of the touch screen assembly revealed evidence of contaminations on the bottom right and left side corner of the touchscreen. The reported issue was confirmed; all electrical testing and resistance measurements are in the specification; however, a verified region on the main display ipap bottom left corner screen was unresponsive. A fault was found on the returned touchscreen.this failure was caused by the manufacturing process leaving dead spots on the screen.

Manufacturer narrative:
Report date: 17jun2021.

Event description:
It was reported to philips that the touch panel did not respond well. When the lower left area on the screen was touched, a responding area was a little bit higher than a touched area. The device was in use on a patient at the time of the event. The patient continued treatment on the same device with no medical intervention reported. There was no delay in therapy was reported as a result of this issue and no patient or user harm. A philips service technician evaluated the ventilator and confirmed the touchscreen failure. The philips service technician replaced the touchscreen to resolve the issue. The device successfully passed all required testing and remains at the customer site.